Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received two no deliveries and a motor error alarm. Customer states that his blood glucose continued to rise. Customer's blood glucose was 370 mg/dl. Customer was not able to troubleshoot. Customer will call when issue occurs. No further information provided.